Event description:
The pump was returned to the in house bio-med shop with a note reporting the pump turns on and off by itself. Although attempts were made to obtain additional details, no information was available regarding when the reported "turn on and off by itself" occurred, if there was patient involvement, or medical intervention. No additional clinical contacts available and no patient injury was reported.